Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was undergoing manual cleaning when issue was discovered. According to the customer, the substance appeared to be black in color but was unable to determine its origins. There was no pre-cleaning. This scope was undergoing the first initial manual cleaning after return from repair and had not been used on a patient. The distal end was wiped and brushed with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer¿s allegation was confirmed as the foreign material was exiting from the channel (including the auxiliary water channel). Additional evaluation findings are as follows: the olympus name plate (do not repair) was missing, the advanced diagnostics borescope had scrape marks inside the biopsy or instrument channel (dnr), and the distal end plastic cover had minor scratches (dnr). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that ¿in speaking with the olympus technical assistance center (tac) via phone, the gastrointestinal videoscope was received back from the olympus repair service, and when attempting to reprocess it, the olympus staff found a black oily substance when brushing the channel. The scope is being sent out for evaluation, as the substance was still present after multiple cleaning attempts, including extended soak time. The scope was not used on the patient. The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. Olympus returned the device to the customer and the customer has confirmed the device was successfully cleaned and placed back into service. Olympus will continue to monitor field performance for this device.